Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/ investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that this was a lumbar interbody fusion at l5 treating lumbar spinal canal stenosis on (B)(6) 2021. The screw proceeded deeper than expected, the surgeon tried to put it back when the screwdrivers tip broke. According to the surgeons comment, the bone had been hardened, and the screw was tightly fixated, so, he decided not to extract both the screw and screwdrivers fragment. The procedure was completed less than 30-minute surgical delay. No further information is available. This complaint involves two (2) devices. This report is for one (1) unknown screws. This report is 2 of 2 for (B)(4).